Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: elmira / thermal rinsed, packaged, sterilized and released by: monument. Manufacturing date: 13-aug-2025. Expiration date: 01-aug-2035. Part number: 04.107.002s, 2.7mm/3.5mm ti va-lcp proximal olecranon pl 2h/rt/73mm-ster. Lot number: 77153p3 (sterile). Lot quantity: (B)(4). Nonconformance noted: n/a. Review of the DHR file: plate was manufactured by elmira; lot number 75418p6 qty (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 32750 supplied by sterigenics was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 77153p3. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review: 29-dec-2025: DHR reviewed by: ypayero. A manufacturing record evaluation was performed for the finished device with batch number 77153p3. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that va-lcp prox olecr pl 2.7/3.5 r 2ho l73 t and unk - screws: locking were involved in a reported event. Following an open reduction and internal fixation for an olecranon fracture, the patient experienced re-displacement of the proximal bone fragment approximately one month post-surgery, necessitating a scheduled reoperation. The surgeon attributed the event to poor reduction and severe osteoporosis.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.